Manufacturer narrative:
Report required by FDA for eua. Eua #203011. Investigation not complete at time of report. Follow-up report to follow completion of investigation.

Event description:
User reported false positive result (B)(6) 2021 . Negative follow up test on the (B)(6). Type of test was not provided. Asymptomatic. Fully vaccinated.

Event description:
User reported false positive result (B)(6) 2021 . Negative follow up test on the (B)(6). Type of test was not provided. Asymptomatic. Fully vaccinated.